Event description:
The hospital reportedly noted during a case there were volume mode issues. The clinician switched to manual mode of ventilation, reset the flow sensors, switched back to mechanical mode and finished the case with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number z-0009-2014.as the event occurred on (B)(6) 2011, patient information is no longer available.